Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation. The stent was found partially deployed upon sample receipt and the deployment wheel was blocked. However, the deployment mechanism inside the handle was found intact; no breaks or detachments were found. The catheters of delivery system were found without any defects, that may have caused the blockage of the system. Therefore, it is considered that high friction during deployment led to the reported issue experienced by the customer. It was reported that the tracking path was tortuous. However, the lesion was predilated and no indication for use of inadequate accessories or inadequate handling during deployment were reported. Based on evaluation of the sample an incomplete stent deployment is confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the instructions for use states: "maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath. Relaxed and avoid tension." Regarding preparation the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." H10: d4 (expiry date: 05/2024), g3. H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure, the stent allegedly deployed partially. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the stent allegedly deployed partially. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 05/2024.